Manufacturer narrative:
(B)(4). An issue indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice automated pd set with cassette disconnected from the transfer set during therapy, while the home patient (hp) was asleep. The hp stated that there were no issues found with the transfer set. In addition, the hp did not notice any problems with the cassette connection. As a result, the hp was able to resume the therapy without any issues. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.